Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 27 mg/dl and was taken to the hospital for assistance. Customer stated that while she was sleeping her insulin pump delivered 20 units of insulin that she did not programmed and she when into low blood glucose diabetes coma. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with scratched display window cracked reservoir tube lip, battery tube threads and broken belt clip noted during visual inspection. Please see also MFR report number 2032227-2013-05777.